Manufacturer narrative:
(B)(4). The facility representative reported a colleague infusion pump with a 804:26 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.63.92. Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a software failure. No repairs were performed for the reported condition as the software failures are not associated with hardware malfunctions and therefore require no hardware replacement. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 804:26 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time. On (B)(4) 2011, the baxter field service technician serviced a colleague device, product code dnm9161l, sn# (B)(4), for a fail 804:26 issue. The process step was unknown and no patient injury is reported. Patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. Incident date: unknown product surveillance notification date: (B)(4) 2011.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.